Event description:
It was reported that the left ventricular (lv) lead exhibited high, fluctuating thresholds. The lead is scheduled for replacement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 lead; 694965 lead, implanted: (B)(6) 2004. (B)(4).